Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The lesion was a long chronic total occlusion located in the severely calcified and moderately tortuous right superficial femoral artery. Another manufacturer's 014 guide wire crossed the lesion and this 4.0mm x 220mm x 150cm coyote mr balloon catheter was used to dilate the lesion. The balloon was inflated to 10atm and ruptured. The device was removed from the patient intact. The procedure was continued with another manufacturer's 4mm x 40mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).